Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 471 mg/dl at the time of the incident. Customer reported that the high blood glucose levels began on (B)(6) 2019. Troubleshooting was performed. The insulin pump failed the high-pressure test on the first attempt and passed the high-pressure test on the second attempt. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.